Event description:
The complaint is reported as: patient with glioblastoma on (b)96) 2021, who underwent subclavian puncture and craniotomy. On the 6th postoperative day, there was "leakge of serum into the white route" of catheter. The catheter was removed and replaced. The patient's condition reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: patient with glioblastoma on (B)(6) 2021, who underwent subclavian puncture and craniotomy. On the 6th postoperative day, there was "leakge of serum into the white route" of catheter. The catheter was removed and replaced. The patient's condition reported to be fine.